Manufacturer narrative:
(B)(4).

Event description:
It was reported that "replace sensor" alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined (*as the allegation was not found). In addition, transmitter failure was found in connection to the reported allegation. The reported event of "replace sensor" alert is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.